Event description:
The pump was explanted and replaced after an implant duration of 41 months. No reason for the explant was given. A follow up report will be sent when additional information is received.

Event description:
Additional information from the hcp reports the pt had been experiencing increased pain.